Event description:
It was reported that during a follow up routine after the spaceoar placement procedure, a magnetic resonance imaging (MRI) showed that the patient developed a rectal fistula that was treated with hyperbaric oxygen therapy.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains implanted. A review of the device history record (DHR) could not be performed. Review of the instructions for use (IFU) confirmed that the patient symptoms are potential adverse events associate with the use of the device. A risk review was completed and confirmed that the events of "fistula" and "pain" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2330 captures the reportable event of pain.